Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. No product was provided for investigation. Data was provided for investigation. The problem could not be confirmed but sensor failure after warmup was confirmed. The probable cause could not be determined post investigation.